Manufacturer narrative:
Unable to verify prime/fill anomaly due to cracked end cap. Unable to perform unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test due to cracked end cap. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump is stuck in the rewind process and the whole bottom of the pump popped off and experienced high blood glucose level. The customer¿s blood glucose level was 3-400s mg/dl and sometimes 500s mg/dl. The customer was assisted with troubleshooting. Customer stated that the piston just goes backwards and does not go forward. Customer stated that pump popped out while trying to go through the rewind and prime process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.